Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced leakage issue on (B)(6) 2026 as infusion set tubing was leaking at the site which was in use for two days. The patient replaced infusion set and resumed insulin successfully.